Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height smart drawer 3.2 would not open. A field service engineer (fse) removed the drawer and noticed that the latch spring on the plunger was broken. The fse replaced the latch spring. The customer was able to recover successfully. Then, the fse tested all drawers and slides to ensure they were working properly and opened the top cover to check connections in the electronics drawer and removed the dust to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 3.2 was unrecoverable. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.